Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with minor scratched lcd window, cracked case near belt clip rails corner, cracked case (battery tube), cracked battery tube threads, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states jumped in the pool and the pump had a blank display and was not functioning. The customer was assisted with troubleshooting and the display did not return. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.